Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 200 to 500 mg/dl with ketones. The customer changed the pump supplies and delivered insulin via the pump to address the bg level. A cause of the past occlusions could not be determined; however, the customer reported that the insulin in the current supplies appeared to be gel-like. The customer was to obtain a new vial of insulin.